Event description:
It was reported that the disposable did not deliver any medication. The event occurred while use with patient at hospital. There was patient involvement, and no patient harm/adverse event reported. The possible, not confirmed lot numbers provided by the account include 6012510, 4405940, 4420440, 4434294.

Manufacturer narrative:
H3, h6: one sample was received for evaluation. Functional testing found no discrepancies, the sample was fully priming and connected without difficulty, the pump was set running, liquid flow through the whole device without interruptions. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.